Manufacturer narrative:
0n (B)(6) 2017 15:35:23 the performance of the system, at the time of the event, i.e. February 4th 2016, has been evaluated and confirmed to be working as per specification, and performing as designed for its intended use. A thorough investigation has been performed concluding that there was not malfunction of the device that could impact image quality. However, it has been noted that the quality control procedures, performed by the customer, in some cases have not been properly performed .a risk analysis was performed and revealed no unacceptable risk. This issue is further monitored and trended. There is no indication of malfunction of the device that could impact the image quality at the time of the event. As a result of the investigation user training at site was planned to ensure quality control procedures are performed effectively. During the visit to the customer by application specialist, evaluation of image quality was made together with the customer and different image processing filters were demonstrated this report was originally filed under 3007056120 2016 00002 it was submitted as an e-submitter file. Submission summary core ID: ci1469127553813.1543759@fdsuv08651_te1. Batch ID: 3009307584-20160721115014. Date entered: (B)(6) 15:05:48 edt 2016 summary: passed: 1, failed: 0 report list: report number: 3009307584-2016-00001, passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
On (B)(6) 2016, a patient's breast screening was conducted using philips microdose si (model: l50) system. The acquired image was reviewed by radiologist on a siemens pacs reviewing workstation. Radiologist reviewed the image and no clinical finding is reported. The patient felt something in the breast and came back for consultation and then the patient underwent diagnostic scanning on another microdose si (model: l50 system) on (B)(6) 2016 and radiologist reported clinical finding in the breast image